Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid in a vial. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +16.5 diopter, and the surgeon noted a capsule tear. The lens was removed within the same surgery with no patient injury, no enlarged incision. A vitrectomy was performed and a three piece lens was implanted. Sutures were not required. The reporter stated the capsule tear most likely occurred during the phacoemulsification procedure (another manufacturer) and was not product related.